Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and product; however, requested information has not been provided. Additional follow-up will be performed to ask for information and product. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort hard-soft splint. The patient complained of tingling and swelling of the lips and had difficulty breathing. The patient visited the ER. There was no information regarding what treatment the patient received during the ER visit. The patient was reported to be doing ok at the time of this report. The patient has known allergies to doxycycline and keflex.

Manufacturer narrative:
The patient's device was not returned for an evaluation, however test were performed on a similar device. The device was manufactured per patient's prescription (rx). A review of the material lot was performed and no non-conformances were found. A series of biocompatibility test were performed on a similar thermoformed mouth guard, it was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed. There was no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing cannot be completed. This incident is being monitored, tracked, and trended.

Event description:
Further information describing the event was received from the doctor regarding the patient's reaction. The patient was reported to have had difficulty swallowing and a rash that went down the jaw and neck. The patient had blisters on the corner of her mouth and tongue was very sensitive. The patient's lips were very dry (chapped) and the outer edge of the lips felt as if they were burning. During the ER visit the patient was provided with an IV containing zantac, unknown steroid, and benadryl. The patient was reported to be "better". The device was not returned.